Event description:
It was reported the patient's controller displayed the "replace generator soon" message. The device is providing therapy. Troubleshooting may be pending to address the issue.

Event description:
Additional information received indicated that a wireless software update was performed clearing the elective replacement indicator (eri) message.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Actions have been taken to prevent reoccurrence.